Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with v during use of cardiosave intra aortic pump. User mentioned they were recieveing lead fault message and had changed the electrodes before calling.the esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. After troubleshooting the issue was resolved. No harm or injury reported.